Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and patient status was good.